Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post operatively the pacing lead had become dislodged and exhibited high thresholds. The pacing lead was explanted and replaced. No patient complications have been reported as a result of this event.